Event description:
A malfunction alarm was reported, displaying a malfunction code identified as malf 0. It was unknown whether the malfunction caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.